Event description:
It was reported that there was difficulty disconnecting the patient line of the homechoice cassette from the female connector (dark blue) of a minicap extended life pd transfer set which resulted in a separation between the female connector and main body of the transfer set. This issue occurred during use of the devices for peritoneal dialysis therapy, during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body of the transfer set. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. There was no issues with connection/disconnection of the female connector during testing. The reported separation of components was verified. The cause of the separation is related to inadequate solvent application during manufacturing. The reported difficulty disconnecting the female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.